Manufacturer narrative:
The reported event that the qdm malfunctioned could be confirmed. Within the visual in-house inspection it was found that the silicone covers are in good condition. The battery positioning pin and the battery poles are in good condition. Deep pressure marks, scratches and grooves were visible on the housing. After disassembling it was found that the wiring/soldering joints partly show signs of corrosion leading to a failing electronic function of the device. The functional in-house test revealed that the qdm sometimes did work and sometimes did not work in forward or reverse direction. The automatic system test revealed sometimes a negative feedback (one high and two low beep tones) and sometimes a positive feedback. When the device revealed a positive feedback it stopped working while pressing the forward sensor according to the specification (- both sensors can not be pressed at the same time). A manual rotation of the driveshaft was possible. The dis/assembling function of the blade receiver is correctly working. For further visual inspection the device was disassembled. Within the investigation the reported event was reproducible. The device was partially disassembled and it was noticed that one sensor wiring of the reverse sensor was dissolved which led to a marginal connection. This issue resulted in a very instable electrical function as also a high sensitivity for pressure. The root cause of the failure mode is attributed to an insufficient reprocessing. Based on previous investigations performed by the supplier the failure mode (corroded sensor wiring) and the root cause (entry of corrosive liquid - that can be attributed to insufficient cleaning and/or maintenance) can be attributed to a user related handling issue. No indication was found that the determined observation was a design, material or manufacturing process related issue.

Event description:
It was reported to a company representative that when inspecting product 62-50101, the product malfunctioned. The battery would not stop in the forward and reverse positions.

Manufacturer narrative:
The device has not yet been received at the manufacturer for testing. An evaluation will be conducted upon receipt of the device, and a follow-up report will be submitted after the quality investigation is complete.

Event description:
It was reported to a company representative that when inspecting product 62-50101, the product malfunctioned. The battery would not stop in the forward and reverse positions.